Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident was established. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. Therefore, no further interpretation of the attached images is required. A visual inspection and functional evaluation cannot be performed as the device was not returned for evaluation the complaint was confirmed as the article provided pictures of the patient burns. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) pre-warmed saline was used (2) the set point was lower than the default set point (3) inadequate flow and circulation of saline.

Event description:
It was reported that patient had a 2nd degree dermal burn with ambient super turbovac after an arthroscopic acromioplasty and rotator cuff repair. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.